Manufacturer narrative:
One sample was provided to our quality team for investigation. Through visual inspection, a particle is observed inside the syringe. A device history review was performed for the reported lot 2305111, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Unable to identify and further analyze, since sample was used in cytostatic environment and decontamination of the syringe would imply sample destruction. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the teams investigation, incident is related with plastic contamination during the assembly process.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a180104: device contamination with chemical or other material. Patient problem code: f26: no health consequences or impact. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Sfdc: the operator detects a filament inside the syringe. When did the incident occur? During use. Form: during chemotherapy reconstitution, the technical operator detects the presence of a filament of unknown nature inside the syringe. The impacted dm has not been used and is available in the aouc pharmacy for appropriate checks and for collection.